Event description:
The customer called to report multiple no delivery alarms and high blood glucose levels for the past couple days. The reported blood glucose reading at the time of the call was 387 mg/dl. The customer was calling from her health care professional's office. Troubleshooting was performed, and the customer stated that she did not see any insulin during the prime test. Found that the customer was still connected to the infusion set during the test, and ended up getting unwanted insulin. The customer immediately received medical assistance by the nurse. It was stated that the customer would call back to complete the troubleshooting once she has been treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.